Event description:
During a diagnostic procedure, air contamination was noted. The issue was noted right after the sheath was inserted into the patient. No air was leaked into the patient. The sheath was replaced, and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to address the failure mode of this introducer leak.

Manufacturer narrative:
Additional information g3, h2, h6.

Event description:
During a diagnostic procedure, an air leak was noted. The issue was observed right after the sheath was inserted into the patient. No air was aspirated into the patient. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.